Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the power entry module of the pcs2 machine was producing sparks. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the power entry module of the pcs2 machine was producing sparks. No operator or donor injury was reported. The device was not returned therefore an evaluation could not be performed. A replacement power entry module assembly was sent out to the customer. No further problems were reported with the device. No death, serious injury, patient or operator harm were reported. The reported sparking damaged the power entry module which in turn required replacement. Therefore, the incident of damaged power components requires and MDR to be reported. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).